Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device did not fire, the reload did not cut and did not deploy staples at all. Another reload was used to resolve the issue in order to complete the case. There was no patient injury.